Event description:
It was reported that during insertion and manipulation attempts, the catheter broke and a small portion remained in the pt's disc. The pt was informed. No further incidents were reported.